Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by john b. Meding md, e. Michael keating md and kenneth e. Davis ms.

Event description:
Information was received based on review of a journal article titled, "acetabular uhmwpe survival and wear changes with different manufacturing techniques" which aimed to examine the clinical results following total hip arthroplasty involving uhmwpe (ultra high molecular weight polyethylene) wear and cup survival using arcom polyethylene liners and ringloc cups manufactured by biomet; and to investigate femoral head penetration and cup survival using the same cup system with different polyethylene resins, manufacturing and sterilization techniques. Two patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that these patients experienced cup loosening post-operatively. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.